Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Procedure was straight forward with the graft landing and deploying as expected. During polymer injection it was noted that the polymer injected faster than usual with a blood pressure drop ~1 minute later. Patient was treated per IFU protocol and recovered immediately. No rash observed and normal leg mobility. Polymer was left in syringe and did not empty. Color of the polymer was noted to be different. Lighter and transparent vs. The usual yellow color. It was mixed per IFU. Procedure was completed in 35 minutes with the aneurysm excluded and no fill channel abnormalities. As of date of this report, no additional patient sequelae has been reported.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the type 1b right iliac limb (infrarenal cuff); secondary procedure of the right iliac limb extension placed. Clinical assessment was unable to confirm patient disposition of stable. In addition, clinical assessment identified 1.2cm aneurysm sac growth over 24 months (at 60 months post implant). The most likely cause of the failure to seal was related to the anatomy and the presence of a right common iliac artery aneurysm as well as user related issue of use of a proximal extension in the right common iliac artery (off label). Pre-existing aneurysmal disease might also have contributed to this event. There were no known procedure-related issues that contributed to this event. Associated clinical harms for this device failure included: type ib endoleak, aneurysm enlargement, and secondary endovascular procedure (right iliac limb extension). The final patient disposition was reported to be stable. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.